Event description:
It is reported that a customer experienced low blood glucose of 32 mmol/l. The customer did not seek medical treatment. The customer was informed that there could be many reasons for low blood glucose. The customer stated there were physical damage in the form of cracks on their insulin pump but the customer did not want t a replacement pump sent t them. The customer stated they will receive a new pump soon. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.